Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by customer that the pcu device power cord was burnt and the pca device was melted. The customer believes that the pca device caught on fire and melted the pcu device power cord. However, the pcu power cord was not plugged in during the discovery of damage. There was no patient involvement.

Event description:
It was reported by customer that the pcu device power cord was burnt and the pca device was melted. The customer believes that the pca device caught on fire and melted the pcu device power cord. However, the pcu power cord was not plugged in during the discovery of damage. There was no patient involvement. The customer also mentioned that there were no coverings such as bags or wrappings around the device. Also that the power cord was stored by being wrapped around the pcu.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction: describe event or problem. Additional information: device eval by manufacturer? , imdrf annex a,g,b,c,d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the facility report that the pcu device power cord was burnt and the pca device was melted was confirmed during the investigation. However, the investigation found no evidence to suggest that the suspect pca module was the source of the thermal event. The returned devices were fully evaluated, and no malfunctions were observed during laboratory testing. Measurement of the thermally damaged power cord did not reveal any shorts or opens within the wires of the cord. Electrical safety of the returned pcu device found the readings for leakage and ground resistance to be in specification. In the ¿as received¿ condition, the returned devices were connected and powered on to check for potential damage. All devices turned on successfully without any issues. Subsequently, the concomitant pcu was found to lack a profile in the pca library. Therefore, a laboratory testing pcu was used to perform all tests on the suspect pca module. Due to thermal damage observed on the power cord of the concomitant pcu, the power cord was replaced with a known good cord as a preventive measure to ensure proper functionality during testing. No thermal damage was observed on the iui connectors or inside of the suspect device pca module door during the inspection. A battery conditioning test was conducted to verify the functionality of the electrical components. The concomitant pcu passed the tests successfully. Following this, a preventive maintenance test was performed to assess the functionality of all features and components of the concomitant pcu. The instrument inspection task failed due to thermal damage findings; however, all other tasks were completed successfully. The suspect pca module was connected to a laboratory testing pcu, and a thirty (30) minutes infusion test was performed to verify the device's functionality. The module passed the test successfully without any issues. Following this, a preventive maintenance test from asm was conducted to evaluate the functionality of the suspect pca device. The instrumental inspection test failed due to thermal damage in the front door case; however, all other tasks were completed successfully. Further investigation was conducted by an external laboratory in order to reinforce the findings on the investigation of the complaint. The observations of the external laboratory were the following: - the thermal damage appears to have been caused by an external heat source, which is indicative that the observed thermal damage was due to an external event. - the inner surface of the pca cover was smooth. - the location of the heat source was likely in front of the pca cover. - the only thermal damage to the pcu is to the attached power cord. - the cord was likely wrapped around the pca creating the damage patterns to the cover. - no electrical faults were measured on the power cord. - blue fabric appears melted to the device and cord in multiple locations. - yellow particles, potentially from a fire extinguisher, were also observed on the devices. The event date was noted as june 30, 2025; however, the specific time was not provided. No errors or malfunctions related to the complaint were recorded on the event date. The event logs of the concomitant pcu (s/n (B)(6)) show only two (2) disconnections from the ac power source and one (1) reconnection, along with a preventive maintenance reminder. The event logs of the pca (s/n (B)(6)) show no activity on the event date, with the last recorded activity dated january 8, 2025. The logs revelated that both devices connect to each other. No other relevant activity was observed in the logs of the suspect devices. Root cause: the probable cause of the reported pca thermal damage is being attributed to an unidentified external thermal event. The power cord of the concomitant pcu passed electrical safety tests and was found to be neither shorted nor open. Additionally, no thermal damage was observed on the iui connectors, and no thermal damage was detected inside the pca door or pcu. Based on the investigation findings, there is insufficient evidence to suggest that the suspect pca module was the source of the thermal event. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Note that this report lists imdrf annex a1801, g04067, g04037, g02017, c0503, c0601, d08 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.